Event description:
The customer reported that they received a bad iris pot error. The inner wires of the interconnect cable were broken near the connector. The staff repaired the bare wires and the error did not reoccur. Also when the customer tried to replay the images from the disk drive, some of them would not come up. The others were too dark or too bright.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number.